Event description:
Primary stability and osseointegration achieved. Scarce bone quantity. At time of implantation periodontal disease (treated). Asymptomatic - after uncovering the implant a 6mm circular bone crater was found. Explantation of implant.